Event description:
Index surgery: 2015. Revision due to loosening. Trunnionosis found. The parts are not being returned for evaluation. Surgeon is (B)(6). Trunnion of stem was reportedly in fine shape after being cleaned off.

Manufacturer narrative:
H10: the engineering evaluation noted that the revision reported was likely the result of an insufficient bond between the implant and the none, which led to cup loosening. However, this cannot be confirmed as the explants were not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2015. Revision due to loosening.